Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The unit functions properly during functional check including rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery, displacement, self- test, a21 test and all operating current test were normal. The insulin pump was programed to alarm low and empty reservoir. The empty and low reservoir alarms function properly. The insulin pump was received with a cracked case at display window corners, cracked display window at bottom left and right side corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump did not alert her when the reservoir became empty. The customer stated she received low reservoir alerts and cleared them, but did not receive an alert when the reservoir became empty, after she fell asleep. The customer stated this happened several times. The customer's blood glucose was 103 mg/dl. Nothing further was reported.